Event description:
A customer reported ¿high level 3 quality control (qc) results for luteinizing hormone (lh ii), low levels 1 and 3 qc results for estradiol (e2) and progesterone (prog iii), high levels 1 and 3 qc results for human chorionic gonadotropin (hcg) and follicle stimulating hormone (fsh)¿ on the aia-900 analyzer. The customer stated yesterday, the prog iii test was out of range and now all tests were out of range. The customer replaced the substrate solution and performed a daily check and was fine. The customer also replaced the probe tips, wash/diluent filters, and flushed the substrate lines. A comparison was made between yesterday's (day before aware date) qc and the next day (aware date) result for a specific test that was working fine previously. Yesterday, the customer performed a level 1 qc run for hcg and resulted with 6.2 miu/ml which is in acceptable range, whereas next day the result was elevated 7.2 miu/ml, the expected range is 5.7-7.0 miu/ml. Additionally, yesterday the level 3 qc for hcg test result was 488.5 miu/ml, the next day result was elevated to 581.7 miu/ml, the expected ranges are 439.3-537.0 miu/ml. To address the fluctuating results technical support specialist (tss) instructed the customer to perform a decontamination which resulted in a delayed reporting of patient samples for human chorionic gonadotropin (hcg), estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lh ii) and progesterone (prog iii). The analyzer is down. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Technical support specialist (tss) follow up with the customer and the customer performed decontamination, replaced the wash and diluent solutions, and all quality control (qc) were within acceptable ranges. No further action required by technical support specialist. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 30apr2022 through aware date 31may2023. There were no similar complaints identified during the search period. The st hcg, analyte application manual states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of the internal control are run in order to accept the calibration curve. The two levels of controls are repeated when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe, or detector lamp adjustment or change). After daily maintenance, two levels of the control shall be run in order to verify the overall performance of the tosoh aia system analyzer. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. The st e2, analyte application manual states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. The st fsh, analyte application manual states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: ¿ after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). ¿ after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. The st lh ii, analyte application manual states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: ¿ after calibration, two levels of controls are run in order to accept the calibration curve. ¿ the two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). ¿ after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. The st prog iii, analyte application manual states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples shall be assayed according to the local regulations. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of the internal control are run in order to accept the calibration curve. The two levels of controls are also repeated when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe, or detector lamp adjustment or change). After daily maintenance, at least two levels of the control shall be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control value(s) is out of the acceptable range, it is necessary to investigate the validity of the calibration curve before reporting patient results. The most probable cause of the reported event was due to biological contamination problem.